Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing. Technical services (ts) provided a review of stored reports, and noted it looked like myopotential oversensing and notice two other untreated episodes with similar presentations. Technical services (ts) recommended considering a different vector and increasing smart charge. The field representative will further discuss this with the physician. This sicd remains in service. No adverse patient effects were reported.